Event description:
During an elbow arthroscopy the unit fell into the patient. The doctor did not notice the piece in the patient until the patient complained of discomfort. An x-ray showed the piece of the cannula. The unit was retrieved with no injury to the patient. The unit is being returned to "ra" for evaluation.